Event description:
It was reported the patient had a loss of therapeutic effect following a fall about a month prior to call. They were going to the bathroom every twenty minutes and it was unbearable. The patient had tried three of their four programs and nothing was working for the patient. The patient could feel stimulation. They could not sleep or go anywhere. Programmer diagnostics showed that the patient had stimulation off for a quarter of the time. The lead was also checked. The patient¿s medication and health had not changed. The patient thought maybe their bladder was in a ¿different position¿ and their body was causing the issues. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va0gl32, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).